Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), manufacturer's representative (rep), and consumer regarding a patient who was receiving 2000 mcg/ml of gablofen at 1893.4 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that the patient's pump motor had stalled. It was noted by the patient that the same thing had happened 3 months ago. According to the ER doctor, the issue that occurred 3 months prior had resolved on its own. The patient's pump had begun to alarm once every 30 minutes on (B)(6) 2017. The pump had been updated on (B)(6) 2017 and the patient's next refill date was mid december. It was noted that the patient's pump was 17 months to elective replacement indicator. The rep noted that they became concerned that the patient's pump was failing and experiencing a motor stall after speaking to the patient's hcp regarding the refill that occurred on (B)(6) 2017. The patient went to the ER. When the patient was admitted to the ER, the patient's pump logs confirmed that the patient's pump had a motor stall. The patient had not recently had an MRI. It was confirmed that there was no emi/magnetic sources present. The motor stall had begun on (B)(6) 2017 and had not recovered. The patient was reportedly more stiff. The ER hcp declined baclofen emergency od/ud procedure. The patient was reportedly admitted through the ER on (B)(6) 2017. That same evening, the pump was explanted and a new pump was implanted. The patient was already improving. The cause of the repeated motor stalls was unknown. It was confirmed that the patient's pump was changed. No further complications were reported.